Event description:
It was reported that during a rotator cuff repair after the footprint anchor was implanted and pulled out of the inserter, it was found that the tip of the metal shaft was broken, the broken pieces were removed using tweezers. The procedure was completed with a backup device with no significant delay or patient injury reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
One 72202902 footprint ultra pk suture anchor 5.5 device used in treatment, was returned for evaluation. The information provided states: ¿during a rotator cuff repair upon insertion, the anchor cracked and broke¿. Neither anchor or sutures were returned with the device. An exact root cause cannot be determined with confidence; however factors that could have contributed to the reported event include: improper use of device and excessive force. The instruction for use states: ¿breakage of the suture anchor can occur if insertion sites are not properly prepared prior to implantation¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.